Event description:
It was reported that the customer experienced blood glucose (bg) level of 47 mg/dl, cause was not known. The customer consumed sugar to address bg level. Additionally, the customer reported that the pump battery was depleting quickly. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned